Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 187 mg/dl at the time of the incident. The customer was given manual injections and intravenous fluids to treat. The customer experienced symptoms such as dehydration. The customer was wearing the insulin pump during the incident. The customer stated the pump was under delivering. Troubleshooting was not completed as the customer declined. The customer also had a low of 32 mg/dl. The insulin pump will be returned for analysis.